Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : this case is logged to capture the debridement and mua(2019) mentioned in (B)(4) the product was not returned to depuy synthes, however photos were provided for review. The images attached were reviewed, however they do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was unconfirmed as the images provided are not representative of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received. A. What is the event date? -I¿m not sure of the exact date sorry. Patient notes only had the year. B. Can you please confirm the manufacturer of the cement product? If depuy, please provide the product code and lot no. Of the reported product. -this surgeon currently uses depuy cement, but I can¿t confirm if it was used at this time. C. Can you confirm the primary surgery date or the original implantation date? -sorry patient notes only showed the year, not the exact date. Implant screenshots which I provided on a previous email will be within a day or so of (B)(6) 2018 d. What was the reason for debridement and mua in (B)(6)2019? Was there any adverse consequences/symptoms that affected the patient because of the reported event? -reason for mua and debridement was due to stiffness and pain. No adverse consequences noted.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This case is logged to capture the debridement and mua(2019) mentioned in (b(4). Revision of an attune. Right side. Primary was done in 2018. They had a debridement and mua in 2019. Revision of the femoral component and insert in 2020. They have had ongoing issues since first surgery in 2018. This revision was due to stiffness and pain. Unsure of the lot numbers for the femoral component and tibial component removed.